Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during the diagnostic procedure, and there was no patient harm associated with the event.

Event description:
The customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during the diagnostic procedure (colonoscopy), there was a 15¿20-minute delay and the patient was under anesthesia. The procedure was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
B5: the customer reported to olympus that there was a no image issue while using the evis exera iii video system center. The issue occurred during the diagnostic procedure (colonoscopy), there was a 15¿20-minute delay and the patient was under anesthesia. The procedure was completed with a similar device and there was no patient harm associated with the event. D8/was this device serviced by a third party? Yes. H4/manufacturer date: july 4, 2018. H6/type of investigation: 10 testing of actual/suspected device. The device was returned to a third party distributor for evaluation and repair. Probable damage to the internal electronic cards was a result of overheating due to excessive accumulated dust and/or allotted the time in use. The digital visual interface (dvi)/serial digital interface (sdi) cables were connected to perform the functional tests and it was observed that the image remained frozen, and the front panel keys did not respond. Based on the aforementioned details, the equipment was opened, finding dust/dirt buildup. The printed circuit board was reportedly replaced, the electronic card in the video processor was replaced. After performing the replacement, it was verified that the equipment no longer presented a frozen image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image freezes and the front panel does not function due to a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.